Event description:
As reported, approximately nine years post initial right tka, this (B)(6) male patient's poly had severe posterior wear. Was revised to size 3 crc 15mm poly. Patient stable after implantation. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. The device is not available for evaluation due to hospital policy.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of mechanical overload on the posterior edge of the tibial insert; contributions from patient-related conditions, pcl tension issues, and the overall posterior slope of the tibial insert and tibial tray may have allowed for excessive posterior contact leading to wear of the polyethylene insert. However, the contributions of individual factors or a combination of the aforemention factors cannot be confirmed as the devices were not available for evaluation and additional information was not provided. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.